Event description:
It was reported that during central processing, the black wire of maryland bipolar forceps instrument was found to turned white near pulley. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire insulation damage to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. No exposed internal wires and no missing material was observed the conductor wire did not exhibit thermal damage. Electrical continuation was tested and passed. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it isn't very clear from the photo whether there is damage on the conductor wire or not. The fse confirmed there is a slight damage but not too sure.